Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 3.0 mg/day. The indication for use was non-malignant pain. There was a suspected infection. The device was explanted. The patient's status was "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.